Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, she started noticing black lines in her peripheral vision. She stated that this was like a door shutting and opening. The consumer also reported experiencing light sensitivity, dizziness, and double vision. She reported that her surgeon advised her that the lines would go away with time. Consumer was seen by another surgeon for a second opinion and this physician also agreed that the lines would go away with time. Additional info has been requested. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 11/05/2008 and 11/19/2008 by phone, fax, and mail. Medical records were received.